Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed in the middle of the case. The system was rebooted and the system message cleared. Additional information received from the operating room supervisor confirmed the reported event. The system was rebooted and the case was completed as planned. A 2 minute or less delay was noted. No patient injury was reported.